Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the transseptal needle punctured the sheath. During the transseptal portion of the procedure, it was noted that the needle had pierced the sheath. The medical staff also complained about the distance between the dilator and sheath. No patient consequences were reported. It is not known if there was any difficulty experienced during the maneuvering or withdrawal of the catheter. Additionally, the brand and model of the transseptal needle are unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. When a transseptal needle punctures the guiding sheath, the potential for cardiac and/or vascular injury increases as a result of the needle straying from its intended path. As a result, this event is MDR reportable.

Manufacturer narrative:
The following additional information was received by biosense webster on 09/30/2016. There was no difficulty experienced while maneuvering the catheter, or during withdrawal. Concomitant products: cook medical transseptal needle, model #g02364, lot number unknown. (B)(4).